Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The latch and microswitch were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to ventilate. There was no report of patient involvement.